Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
On (B)(6) 2019, the patient had a right total hip arthroplasty to address primary osteoarthritis, end-stage. Depuy components were implanted during this procedure. On (B)(6) 2021, the patient had a revision right total hip arthroplasty, to address failed right total hip arthroplasty secondary to aseptic loose femoral stem. The post-operative diagnosis was well-fixed femoral stem. The indications for surgery included: pain, limited ability to walk and exercise. Preoperative radiographs were reported to show subsidence of the stem. During the procedure, the surgeon observed that the stem has subsided slightly, but was well-fixed. The acetabular cup was noted to be well-fixed and there was no evidence of any adverse reaction to wear debris. The stem and the acetabular cup were not revised. The acetabular liner and head were revised. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2020, (right hip).